Event description:
It was reported that patient experienced allergic reaction. The patient underwent a spinal cord stimulator (scs) explant procedure wherein all devices were removed. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2019. Block d6b: explant date: 2019 additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8352500. Model: sc-8352-50. Serial: (B)(6). Batch: 2000023410. Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Serial: (B)(6) . Batch: 22031959.